Event description:
A customer contacted beckman coulter (bec) stating that the unicel dxc 600i synchron access clinical system generated false high sodium (na), potassium (k), chloride (cl), and calcium (ca) results. Number of patient samples is unknown. The results were not reported out of the laboratory. The samples were repeated on an alternate instrument in the laboratory and those results were reported. The customer provided only one (1) patient printout ((B)(6) female) that did not include repeated results for k, cl, or ca, but did show that the initial na result was 160 mmol/l and upon automatic critical rerun was 141 mmol/l. The customer did provide a precision run which demonstrated the issue for na, k, cl, and ca. There was no change to patient treatment as a result of this event.

Manufacturer narrative:
Quality control (qc) prior to the event was within lab-established ranges, but the range was wide. The low level qc did exhibit an issue, but because it was within the range, was not questioned. The low level qc after the event was out of range high, > 4 s.d. High level qc was within range prior to and after the event. A bec field service engineer (fse) was dispatched on (B)(4) 2013 for this event and noted that the flowcell was extremely dirty and found contamination in line 22 as well as a bubble in the na measuring electrode (incidental). The fse decontaminated the ionized selective electrode (ise) system and replaced the electrode. After service left, the customer contacted bec stating that they were still having high drift (but no erroneous results). Service returned on site on (B)(4) 2013 and noted bubbles in the ratio pump. The fse replaced the ratio pump. The sample and reference deviation numbers were still out of specification so the fse also replaced the carbon bridge. The fse verified that performance was within specifications. Failure mode is unknown; however, multiple parts were replaced and service actions taken, any of which could have caused or contributed to the event.